Manufacturer narrative:
The lead was returned due to unknown death. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2022-37532. Related manufacturer report number: 2017865-2022-37533. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.